Event description:
It was reported that infusion set patch came off and it was in use for one day on (B)(6) 2026.

Manufacturer narrative:
Name: ypsomed ag street: weissensteinstrasse 26 city: solothurn country: switzerland postal code: ch-4503 phone: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.